Event description:
This issue is directly related to the lack of technical support within abbott laboratories, specifically in (B)(6) and specifically with the architect c4000 and the architect i1000sr analyzers. Currently, when one of these devices malfunction it takes 2 days minimum for a technician to be on-site. They have two individuals covering all of (B)(6) and on-site any assistance from an in-house tech will void the warranty so we are forced to deal directly with the manufacturer. The lack of on-site support can cause huge delays in service and as the machine gets older this can lead to more serious issues related to the accuracy of its functions.